Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump, which was still under warranty, and the customer switched to an alternate insulin delivery method using multiple daily injections (mdi) while awaiting the replacement.